Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was spinal pain. The patient reported that ¿nothing was happening it was not doing anything¿ then she finally got a hold of the healthcare professional (hcp) and she was sick. She thought she had flu she was sick as a dog. She stated it was something to do with motor she thinks it is the motor. She was so sick and had pads on, she could not walk. The patient continues to work closely with her hcp. It was unknown if the change in therapy/symptoms was sudden or gradual. It was unknown when the issue started. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on (B)(6) 2019 who reported that they had not received any information about the problem the patient reported on (B)(6) 2019. Per the hcp, the patient had her pump refilled by a home health nursing group on (B)(6) 2019. No device issues were noted with the telemetry report. No pump stalls were identified. There was only a rejected ptm (personal therapy manager) bolus on (B)(6) 2019. Per the hcp, the issue was resolved. No further complications were reported/anticipated.